Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with an mr grade of 3. After the steerable guide catheter was inserted in the vena cava, the patient had hypotension and became unstable. CPR was performed, however the patient died. The autopsy confirmed massive groin/vena cava inferior bleeding as the cause of death. In the physicians opinion, insertion of the sgc in the vena cava caused massive kinking in the vena cava. No clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4): the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use states: do not use excessive force to advance or manipulate the guide-dilator assembly. If resistance is encountered, use echocardiography and/or fluoroscopy to assess before proceeding. Use of excessive force may result in arrhythmias, vascular/or cardiac injury. It is possible excessive force was applied during insertion of the steerable guide catheter (sgc) that caused kinking of the vena cava and resulted in the reported adverse events. This event was further reviewed by an abbott vascular medial affairs director, who concluded that an immediate vascular access complication occurred, resulting in massive bleeding due to vascular injury and may have been related to the advancement of the sgc. According to the physician, the sgc caused an important kinking to the vena cava causing the rupture and the bleeding. The reported patient effects of hemorrhage, hypotension and death are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. All available information was investigated and the reported physical resistance while advancing the steerable guide catheter(sgc) appears to be related to user technique/procedural circumstances. The reported hemorrhage appears to be due to procedural conditions as the physician used excessive force while advancing the sgc that ultimately caused kinking of the vena cava. The reported hypotension appears to be a cascading effect of the reported hemorrhage. The reported death was a consequence of the massive bleeding as confirmed by the autopsy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: force was used when advancing the steerable guide catheter (sgc).